Event description:
The patient received a laceration (1 inch) from the pin where there was a slip during a posterior cervical procedure. A revision was reported. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/22/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: (B)(4). No manufacturing or design related trend has been identified. Conclusion: based on the examination of the device, engineering and repairs were not able to confirm the customer complaint. This unit was submitted to the block test and no slippage was experienced. Additionally, the 80lb torque knob pressure was checked per tp454a1002 at 20, 40, 60, and 80lbs of force: the product¿s manual, IFU 451a3059, suggests the customer to perform a routine inspection to the unit before each case in order to avoid problems. Store the skull clamp with the index locking knob in the unlocked position. This practice will provide the best performance from the knob. While rotating the rocker arm through 360 degrees, lock and unlock index locking knob. To ensure proper locking engagement, the index locking knob must always be turned to the lock position. If the index knob stops short of the locked position, a slight additional rotation of the rocker arm should complete the internal alignment and allow the locking mechanism to engage. If difficulties are encountered, the unit should be returned for service. Check the ratchet extension release buttons to be sure that they allow for the extension to disengage freely. Press them and move the extension out of the body portion of the clamp ¿ do this several times to make sure that it works smoothly and easily. This is the first time the product has been returned for service since the time it was purchased. This issue will be monitored for trending.